Event description:
The hosp reported that after an endoscopic vein harvesting procedure using the hemopro, both physician assistants noticed a first degree blistering burn on the external portion of the pt's leg. There were no burns in the internal tunnel after the senior physician assistant rechecked. The physician assistant cut off the blistering skin and sewed tissue back in place which looked like the evh incision. The maquet territory mgr was present during this case and stated this was the fourth evh case using the hemopro for the junior physician assistant and she got too close to the tunnel wall and did too many bites in one area. The device did not malfunction at any time during this case. The hosp did not report any pt complications as a result.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed that the cold jaw boot had a burn mark. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using a reference hemopro cable and power supply, showed that no electrical non-conformities were found on the hemopro device after several activations. The device met electrical product specifications. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.